Event description:
It was reported that the pt was in the emergency room saying that his vns settings were increased recently, and he could not tolerate the higher setting. Attempts for additional information have been unsuccessful to date.